Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence the reason for call was to report that since (B)(6) 2025 had not been able to charge the recharger. Patient said that spoke to the local representative this morning and was redirected to contact patient services for assistance. When asked, patient said that the dock was plugged in and the green light was on however also mentioned that the battery lights were scrolling. The following troubleshooting steps were performed: patient pressed power button for 5 seconds while in the dock and then patient took the recharging device out of the dock and reset the recharger however no lights came on. Patient put the device back in the dock however the same chasing lights appeared. Patient performed the same troubleshooting steps a second time however still saw the same chasing lights. The issue was not resolved through troubleshooting. Replacement request was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger, product ID: cd9000, serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: the patient complaint confirmed. Led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.